Event description:
It was reported the right ventricular lead had "pulled back" and lead to lead interaction was causing noise. The patient received inappropriate shocks for oversensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).